Event description:
The MFR's rep reported the pt was admitted to the hosp for a "possible overdose by pump". The pump was turned down to the lowest dose rate of 3mg/day of the morphine. A follow up report will be sent when additional info is received.